Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms or device overheating anomaly noted. The device was received with cracked case at display window corners and severely scratched lcd window.

Event description:
Customer reported a button error alarm on the insulin pump that was not resolved with a battery change. The blood glucose reading was 328 mg/dl. She did not recall any significant event leading to this alarm. Nothing further was reported.